Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported the device is not powering on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the customer previously replaced the graphic user interface (gui) . After replacing the gui, the customer attempted to power the unit on, the screen remains blank and the unit's back up alarm sounded and the alarm light emitting diode (led) was flashing. The manufacturer's remote technician advised the customer to power the unit on ac power only and the unit would not power up. The customer was then advised to power the unit up on dc power only and the unit would not power up. The manufacturer's field service engineer (fse) performed onsite troubleshooting and confirmed the reported issue. The fse noted that the unit would not stay on when connected to battery power. The unit did power on when plugged into ac power. The fse also noted that the batter y was low due to the unit being out of service but would not charge when the unit was plugged in. The fse replaced the power management board and the issue was resolved. The unit charged the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.